Event description:
It was reported that pump battery depleted by about 75 percent per day. There was no reported impact to the customer¿s blood glucose level. Customer declined further follow up with technical support, no additional troubleshooting or corrective actions were taken, and no further information was obtained while customer device was out of warranty and not in process for replacement.